Event description:
The event is reported as: the customer alleges that while checking the circuit set-up for future patient use; they encountered the expiratory circuit pulled off of the cup with little effort.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) reviewed was conducted for batch number 74e1400062 and no issues or discrepancies were found related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If device sample becomes available at a later date this complaint will be re-opened.